Manufacturer narrative:
Zimmer biomet (B)(4). Email unknown / not provided.

Event description:
It was reported that clinician trephined out fractured implant at tooth location 23 and immediately replaced. Bone is dense, patient had extreme pain and inflammation as a result of fractured implant.